Event description:
After inflating the balloon within the palmaz stent, the ball could not be withdrawn and appeared to remain attached to the stent. After numerous attempts, the balloon was eventually removed with brute force, causing the palmaz stent to ball up and remain in the distal aorta. In 2005, this pt was implanted with a gore excluder aaa endoprostheses. At an unk date a type iii endoleak was observed. The endoleak was attributed to a separation of the cuff and graft. In late 2007, the pt was reported to have aneurysm enlargement due to a proximal type iii endoleak. The type iii endoleak was attributed to an aortic extender component and trunk-ipsilateral leg component separating. On four days later, a re-intervention occurred in which three aortic extender components were implanted to resolve the issue. After the implantation of the three aortic extender components, the proximal type iii endoleak persisted. The physician attempted to place the palmaz stent in the proximal neck of abdominal aneurysm. There were 6 aaa devices in the severely angled neck. The palmaz was used in attempt to apply radial force against the aaa devices to seal a type iii endoleak. After they placed the palmaz stent, the physician deflated the balloon and attempted to withdraw the stent delivery system (sds) from the aorta, but the balloon of the sds remained attached to the stent. After applying "brute force", they were able to retract the balloon, but the "brute force" applied caused the stent to become dislodged from its intended location and was pulled into the distal aorta. The stent appeared to be kinked in a ball and remained in the distal aorta. The proximal type iii endoleak persisted after the re-intervention. On the following day, the aneurysm ruptured and the pt expired. It is unk if the physician relates that ruptured aneurysm to the palmaz stent.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.